Event description:
The device was received for service with the report of 500 failure code. Information was not provided regarding whether or not the device was in patient use when the reported failure code occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.